Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net after calling the clinic and complaining of chest palpitations. Review of the patient's device transmissions revealed inappropriate automatic mode switch episodes due to oversensing noise. Programming changes were made. The patient's condition was stable throughout the event.